Event description:
It was reported that the patient passed away due to an unknown cause. Upon investigation, episodes of oversensing, automatic mode switch, and undersensing were observed on the device. The physician does not allege the device caused or contributed to the patient's death. Furthermore, technical support was contacted and does not allege a malfunction on the device. The device remains implanted.